Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date, as the ilet had run out of charge. The cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and available device data, this hyperglycemic event was likely caused by the user failing to maintain the device properly by charging it, resulting in a disruption of insulin delivery and ultimately leading to their diagnosis of dka. Without additional information, we cannot confirm the cause of the event.

Event description:
On 5/28/24 a beta bionics clinical diabetes specialist (cds) was notified an ilet user was hospitalized due to diabetic ketoacidosis (dka). The user was in the hospital on 5/28/24, but the exact event date of when the user first experienced dka is not known. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.